Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred. There was no harm or injury reported. The device has been received for evaluation, but the evaluation has not yet concluded. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was evaluated by the manufacturer and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.